Event description:
On (B)(6) 2022, a distributor in (B)(6) reported that on (B)(6) 2020 a patient vomited while wearing a simplus full face mask. The patient subsequently passed away. It is unknown if there is any causal relationship between the subject device and the patient death. Further information has been requested from the distributor regarding the sequence of events and the medical cause of death.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
On 06 december 2022, a distributor in france reported that on (B)(6) 2020 a patient receiving CPAP therapy using a simplus full face mask had passed away at home. Vomit was found inside the patient's mask.

Manufacturer narrative:
(B)(4), method: the subject simplus full face mask was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on information provided by the customer, clinical opinions, and our knowledge of the product. Results: the distributor reported that a patient receiving CPAP therapy using a simplus full face mask had passed away at home. It was reported that vomit was found inside the patient's simplus full face mask. It was further reported that since 2017-2018 the patient had cardiac problems and was using CPAP therapy for his sleep apnea. On the day of the incident, the patient had complained to his wife that he had discomfort in his chest it was also reported that the patient's wife discussed the patient's death with a doctor. The distributor indicated that the doctor had informed the wife that the cause of death was not due to vomiting into the simplus full face mask, as if the patient was conscious, the patient would have had the reflex to remove the mask. The doctor believed the patient may have had a pulmonary embolism or cardiac arrest, this would be unrelated to the CPAP therapy or the simplus full face mask. Additional clinical opinion was sought by fisher & paykel healthcare from an independent medical consultant. Based on the information available, the consultant advised that a cardiac event is likely to have been the primary cause of death and noted that it is not uncommon for a patient to experience nausea and vomiting with an acute myocardial infarction. The consultant advised that if a patient was conscious, it is likely that they would remove their mask when vomiting. The consultant also advised that without an autopsy, there would be no way to determine the cause of death and whether the aspiration of vomit was a contributing factor. Conclusion: the reported information did not indicate any failure with the simplus full face mask. Without the return of the device, we are unable to confirm if there were any defect or deficiencies that may have contributed to the event. The user instructions which accompany the simplus full face mask include the following warnings: do not use the mask if vomiting or feeling nauseous. This mask must be used under qualified supervision for users whom are unable to remove the mask themselves.